Event description:
The provider stated a resident allegedly fell to the ground as the swivel arm on the invacare lift came apart and broke.

Manufacturer narrative:
(B)(4). Malfunction alleged. The provider stated a resident allegedly fell to the ground as the swivel arm on the invacare lift came apart and broke. The resident allegedly has a left hip contusion but was not hospitalized. Medical intervention provided by facility. The lift was taken out of service.